Event description:
Reporter alleged blood glucose readings had been high, in the 300 or 400s mg/dl, so customer took 15 units of insulin based on the result per the doctor's recommendation at the time. Customer stated 15 minutes later passing out and emergency medical technicians (emts) were called, where within another 5 minutes measured 18 mg/dl on their device. It was reported customer was treated with a glucose IV before being transported to the hospital and admitted for two days. No other actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.